Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment and coming apart event on (B)(6) 2024. Location of detachment was between the skin and the tape. Insertion site location was abdomen. Infusion set has been used for 4 days. Activity leading up to the event like walking. No further information available.